Event description:
The following has been reported: biomed reported: "no pump or patient involvement pump s/n: (B)(6) "service needed message" at start-up. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 6). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for pneumatic valve actuation failure (valve 6). Unit started up with red pump alarm and failed recharge test. Dynoflow air compressor has a valve 6 error. The air compressor will be removed and replaced during repair process. No other damage found. An internal investigation was opened to address this issue.